Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an issue with the adc application, stating that they could not connect librelink application to librelinkup application. Due to this, the caregiver was not aware when customer became hypoglycemic and required unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A caregiver reported an issue with the adc application, stating that they could not connect librelink application to librelinkup application. Due to this, the caregiver was not aware when customer became hypoglycemic and required unspecified treatment. There was no report of death or permanent injury associated with this event. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Section e1 (country) has been updated from (B)(6) as the previously submitted information was deemed invalid.

Event description:
A caregiver reported an issue with the adc application, stating that they could not connect librelink application to librelinkup application. Due to this, the caregiver was not aware when customer became hypoglycemic and required unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported they were unable to connect the librelink application to librelinkup. The app version, and software version were not provided. An investigation was performed to the freestyle librelinkup application complaint and determined that there were no issues with the freestyle librelinkup application that would have led to the complaint. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This report serves as correction to report 2954323-2022-46901 as the section h10 (addtl mfg narrative) has been updated to include correct information.

Event description:
A caregiver reported an issue with the adc application, stating that they could not connect librelink application to librelinkup application. Due to this, the caregiver was not aware when customer became hypoglycemic and required unspecified treatment. There was no report of death or permanent injury associated with this event.